Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the purple color markings from the surface of the threaded drill guide instrument entered into the patient¿s body when the surgeon was attaching the plate. The surgeon cleaned the area as best he could however some of the smaller colored fragments may remain in the patient¿s body. The surgery was extended an additional ten minutes due to this event. This is report 1 of 1 for (B)(4).